Event description:
It was reported that the patient presented for post implant follow-up. It was discovered that the patient's left ventricular (lv) lead had no capture. Furthermore, it was discovered that the lv lead had dislodged via x-ray. When the patient was brought to the lab for lead revision, the lv lead dislodgement was confirmed via fluoroscopy. Therefore, the physician elected to explant the lv lead and replace it with a competitor lead. The patient was in stable condition.